Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had blank display screen. The customer calls because this night the pump turn off, she replaces 3 batteries but the problem persist. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to the battery connector not plugged in properly. The pump was received with a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. Unable to perform the displacement test or lock reservoir in place due to missing retainer.

Manufacturer narrative:
Device received with blank display due to battery connector not plugged in properly. Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer.